Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement after an illness and was refusing to wear the external sound processor. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (date not specified), and the patient was reimplanted with another manufacturer's device.